Event description:
It was initially reported by the nurse that the pt was hospitalized for aspiration problems and she was not sure if this was related to vns. She state that the pt has many issues not related to vns and pt is a very difficult case to handle. The nurse was informed to turn off the device and see if the problem resolves. Good faith attempts to obtain additional information has been unsuccessful till date.